Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got different pump error. The customer¿s blood glucose level was 6mmol/l. Troubleshooting was performed. The product will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. No unexpected history pointers failed alarms noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No replace battery now alarms noted in the pump trace download. No unexpected low battery alerts were present in the insulin pump trace download or during testing. Device failed sleep current measurement due to moisture damage on electronic assemblies. Device received with corroded force sensor assembly and moisture damage on motor assembly.